Event description:
It was reported that, "surgeon noticed a crack in blocker after tightening. Replaced blocker with another blocker w/no adverse event."

Manufacturer narrative:
Additonal information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.